Event description:
It was reported that device had a bad pump. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a hl-390 label on the front cover, cracked reservoir cover around the bolts, worn line cord, serial number label is torn and peeling. Old style components including printed circuit board and drain fitting. Customer's electrical issue was duplicated. Pump was noisy due to wear. The root cause of the electrical issue was determined to have been causes by wear and tear. Actions taken to mitigate the reported issue: no action taken due to the age and condition. Device is deemed beyond economical repair and will be scrapped. UDI information is unknown.